Manufacturer narrative:
On 12/6/2019, device evaluation was completed. Device evaluation summary: the device was visually inspected, and it was found with no apparent damage. No anomalies were discovered. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/20/2019, mentor became aware that catalog number: 3504754bc; serial number: (B)(4) was used as a replacement on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side capsular contracture; baker grade iii. Concomitant products: left side; 475cc mentor memorygel breast implant; catalog number: 3504754bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow study:778-065. It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade iii postoperatively. As a result, the device was explanted on (B)(6) 2019.